Event description:
During a call for technical assistance, a customer reported a potential overfill situations. The customer contacted baxter's technical service center regarding a low ultrafiltration (uf) alarm that appeared on the homechoice display in drain 4/4. The fill volume was 2000 ml. The technical service rep (tsr) helped the caller to check the lines for kinks/fibrin, close and open the pt line clamp and press to go back to the last drain. The drain volume was 3261 ml. No further info could be obtained despite multiple attempts by baxter. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B) (4).